Event description:
The customer reported that their olympus evis exera iii xenon light source is presenting b30 scope communication errors with multiple different scopes. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the service report, a b30 error occurred due to the defect of a particular scope, the processor was not affected, and only one endoscope was defective. Moisture in the connector was found. The customer had not turned off the processor and the light source, thus, the error had not reset itself. The contacts were cleaned by the onsite technician and the function test passed. Olympus will continue to monitor field performance for this device.